Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a laser did not work during a vitrectomy procedure. The laser was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer determined that the emergency button was being pushed, instead of turning the laser off. There is no issue with the laser system. The customer was advised to stop shutting off the laser in this way. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on october 31, 2016. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the system met specifications at the time of release. The root cause of the reported event can be attributed to customer use error. However, there is no problem found with the system. (B)(4).